Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead without the connector pin measuring 65.0cm was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 60.0-61.1cm from the connector pin. The etfe coating was damaged at this location, consistent with the field observations of oversensing and threshold anomaly.

Event description:
It was reported that the lead was explanted due to oversensing and an increase in capture threshold. The patient condition was fine.